Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 07 oct 19. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 30-sep-17.

Manufacturer narrative:
Product complaint #(B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name: gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat osteoarthritis. The patella was resurfaced and depuy cement x2 was utilized. No primary operative notes were provided. Patient received a left knee revision to treat arthrofibrosis and tibial tray aseptic loosening. Pre-incisional rom was decreased. Upon entering the joint, periarticular fibrous tissue was debrided. The femoral component was well-fixed but revised. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. A contained bone defect was discovered along the medial tibial plateau. There was no reported product problem with the revised tibial insert. The patella was well-fixed, aligned, and retained. The patient was revised with a competitor revision knee construct. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Left knee.